Manufacturer narrative:
It was reported to philips that the device was not able to shock a patient in asystole. The patient involved was reported to have been treated for cardiac arrest with asystole. The clinicians reported that they were not able to shock the patient in asystole. The patient passed away as a result of the cardiac arrest. As a result of the reported incident, the customer originally requested that the device be sent in for bench repair. Upon further review by a biomedical technician, it was confirmed that the patient's rhythm was not a shockable rhythm. It was determined that the device did not cause or contribute to the reported adverse event. The device appropriately diagnosed the patient's rhythm and recognized the asystole rhythm as not being shockable. It was determined that there was no malfunction of the device related to this reported incident. Upon conclusion of the evaluation, it was determined that there was no alleged malfunction of the device. The device worked as intended and was returned to service. There was no malfunction of the device. The algorithm correctly identified asystole as a non-shockable rhythm.

Event description:
The customer called into philips to report "the device has a defibrillator issue and needs bench repair". There was no reported patient involvement. Updated event description: it was reported to philips that the device was not able to shock a patient in asystole. The patient involved was reported to have been treated for cardiac arrest with asystole. The clinicians reported that they were not able to shock the patient in asystole. The patient passed away as a result of the cardiac arrest.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer called into philips to report "the device has a defibrillator issue and needs bench repair". There was no reported patient involvement.

Manufacturer narrative:
It was reported to philips that the device was not able to shock a patient in asystole. The patient involved was reported to have been treated for cardiac arrest with asystole. The clinicians reported that they were not able to shock the patient in asystole. The patient passed away as a result of the cardiac arrest. As a result of the reported incident, the customer originally requested that the device be sent in for bench repair. Upon further review by a biomedical technician, it was confirmed that the patient's rhythm was not a shockable rhythm. It was determined that the device did not cause or contribute to the reported adverse event. The device appropriately diagnosed the patient's rhythm and recognized the asystole rhythm as not being shockable. It was determined that there was no malfunction of the device related to this reported incident. Upon conclusion of the evaluation, it was determined that there was no alleged malfunction of the device. The device worked as intended and was returned to service. There was no malfunction of the device. The algorithm correctly identified asystole as a non-shockable rhythm. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer called into philips to report "the device has a defibrillator issue and needs bench repair". There was no reported patient involvement. Updated event description: it was reported to philips that the device was not able to shock a patient in asystole. The patient involved was reported to have been treated for cardiac arrest with asystole. The clinicians reported that they were not able to shock the patient in asystole. The patient passed away as a result of the cardiac arrest.